Event description:
It was reported that the lead was being revised for lack of sensing and capture. During procedure, the helix would not extend and the lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal and no anomalies were found. The damage found was sustained during the surgical procedure.